Manufacturer narrative:
The impella console was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the automated impella controller (aic) had a battery failure (red alarm). The aic was replaced.

Manufacturer narrative:
The investigation for aic - battery failure (red alarm) has been completed. After reviewing the logs, the reported battery failure issue was confirmed. There was an instance of battery failure alarm (transport connection blown/missing) and battery level low (50%) (found on the reported occurrence. Console was tested after arriving in field service. Battery failure issue was able to be reproduced. The root cause of the reported battery failure issue was determined to be caused by internal battery cell imbalance